Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after use of the balloon temperature pacing electrode the patient once again had a sufficient intrinsic rhythm post interventional defect. The pacemaker was replaced in the recovery room. There were no complications. Per follow up information received via rcc on 26feb2026, stated that no patient harm occurred.